Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event: date of event was approximated to (B)(6) 2020 as the exact date of the event is unknown; however, it was reported that the event occurred approximately two weeks prior to (B)(6) 2020. (B)(6). (B)(4). Investigation results: visual examination of the returned complaint device through high magnification found the balloon had a pinhole in the proximal ro marker. It was also noticed that dry contrast was inside the balloon. Functional analysis cannot be performed due to the balloon lumen being occluded and it was not possible to unblock it. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician, the interaction with the scope, and normal procedural difficulties encountered during the procedure, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date according to the complainant, during the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon had a hole. The procedure was completed another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.